Manufacturer narrative:
The event unit is not anticipated to return to applied medical for evaluation. A follow-up report will be submitted upon completion of the investigation.

Event description:
Procedure performed: open colon resection. Event description: voyant open fusion handpiece malfunctioned during use. Additional information received on 07aug2023 via email from (B)(6), health system manager (entered by applied medical rep): "per the surgeon, the patient was placed on a lucas device and administered CPR post op, but was able to recover. The surgeon did not say he observed any bleeding during the procedure. Surgeon noted that he did not double seal, but used multiple seal points along the ileocolic vessels.". Additional information received on 30aug2023 via email from (B)(6), health system manager (entered by applied medical rep): "I did confirm that the patient was re-admitted post-surgery and that was when they ended up on a lucas machine. Patient status is ok now and from what his manager told me has been released.". Type of intervention: ni. Patient status: patient status is ok.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this event have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: open colon resection. Event description: voyant open fusion handpiece malfunctioned during use. Additional information received on 07aug2023 via email from health system manager : "per the surgeon, the patient was placed on a lucas device and administered CPR post op, but was able to recover. The surgeon did not say he observed any bleeding during the procedure. Surgeon noted that he did not double seal, but used mutiple seal points along the ileocolic vessels." Additional information received on 30aug2023 via email from health system manager: "I did confirm that the patient was re-admitted post-surgery and that was when they ended up on a lucas machine. Patient status is ok now and from what his manager told me has been released." Type of intervention: ni. Patient status: patient status is ok.